Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. According to the evaluation information from local service department, it seemed like an image was not output due to communication failure in the video processor and the camera head because water got inside from the hole on the cable and destroyed the electrical circuits. The hole on the cable might have been made because the subject device was reprocessed and/or stored together with tweezers, forceps, or scalpel.

Manufacturer narrative:
Local service department checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on (B)(6) 2021, it was found that the image disappeared. There was no report of patient injury associated with the event. This device is an olympus asset.